Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies or frozen screen noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was 132 mg/dl. The customer was assisted with troubleshooting. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states the minutes did not change. Customer states they inserted a brand new battery twice but getting insert battery alarm and the display was frozen. Customer states the clock time was working. Customer reports the time clock does not advance. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.